Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. A DHR review was performed by querying historical data of the ncmr and complaint databases. Complaint history search revealed three other complaints for this production lot.

Event description:
It was reported that during the operation, a meniscus suture was broken, then the doctor used the backup device, and did not affect the operation. No patient injury was reported.